Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 03-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. No calibration not accepted alert and sensor updating/value not available during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.7 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked lcd window, pillowing keypad overlay, cracked select keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the calibration not accepted alert, sensor updating/value not available, differences between sg and bg values, pump over delivery was not confirmed. The force sensor is within specification. Cosmetic damage confirmed on the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over-delivery anomaly, sensor updating/sg not available, sensor glucose vs. Blood glucose. The customer reported a blood glucose value of 57 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-431ag, mmt-342g, mmt-1884l, mmt-7040a. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. Customer reports receiving a sensor updating/sg value not available alert and also reported crack on the insulin pump and calibration not accepted alarm. The customer has been using the insulin pump system within 48 hours of the reported low bg event. No product return is required for mmt-431ag. No product return is required for mmt-342g. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.